Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device had possible infection. The patient felt hot and burning on the device site which was an indicative of infection. There were no additional adverse patient effects reported. This ICD device remains in service.